Event description:
During an adiana procedure for permanent contraception the introducer sheath broke into pieces inside the uterus. All pieces were retrieved and the procedure was completed without complications.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Reference internal complaint cc# (B)(4).